Manufacturer narrative:
Cloud data for the period of 20sep2025-30sep2025 was downloaded and reviewed. Review of the cloud data showed that the last data point from the pod was received at 10:57 on 27sep2025. The last data point received from the controller was a no active pod reminder generated at 11:28 on (B)(6) 2025. The cloud data showed that the last pod ran to an empty reservoir alarm at 10:57 on (B)(6) 2025 and was deactivated at 10:58 on (B)(6) 2025. The last bolus delivered was a 10 u bolus delivered at 19:17 on (B)(6) 2025. The patient history buffer (phb) data from the cloud showed that the automated algorithm was able to appropriately adjust the automated basal amounts based on the estimated glucose values (egvs) received and the user inputs. The last valid egv received was an urgent low value received at 08:42 on (B)(6) 2025. The algorithm had paused automated insulin delivery at 08:07 on (B)(6) 2025 due to decreasing egvs. The system correctly generated an urgent low glucose alert at 08:12 on (B)(6) 2025 when egvs dipped below 55 mg/dl. After 08:42, the pod received aberrant egvs of 6 from the sensor, which were correctly treated as missing egvs. The pod received these values until 10:22 on (B)(6) 2025, when the pod started receiving egvs of 1, indicating that the sensor was not active. The pod received these until it was deactivated at 10:58 on (B)(6) 2025. A missing sensor values alert was generated after one hour of no valid egvs from the sensor, and a second one was generated after the second hour of no egvs. No evidence of issues was observed in the available cloud data.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient death. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to have passed away from complications related to diabetes. No specific details about these complications were given. The patient's mother stated that the death is still being investigated. She believes the patient was using a pod at the time of death, but this cannot be fully confirmed since she was not present with the patient at time of death. A supplemental report will be submitted if more information becomes available.